Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection, four kd-625lrs were used. The tips of these devices fell off and they were retrieved. There was no patient injury reported. This is the third one of four reports regarding the falling off of the tips.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On july 4th, 2018, it was found that the cutting knife was broken off at 2.5mm from the distal end. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Because the cutting knife contacted the tissue at a point during cutting the tissue, the electric discharge occurred. A part of the cutting knife became extremely hot and weak then the cutting knife broke off due to the load. The instruction manual of the device has already warned as follows; do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the high-frequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage, or thermal injuries to the non-target tissue.